Event description:
Libre cgm are supposed to last 14/15 days. Many times the fail after less than 7 days, some time within hours of starting a new sensor. I have been using these for several years, so I know how the attach the device.